Event description:
Over-infusion of primacor reported by customer. Bag had empited in two hours should have infused over 7 hours. Patient began having frequent pvc's later that day and was coded then transferred to ICU. Patient recovered with no adverse effect. No device was sent to biomed and no serial number was obtained. Tubing not saved and no product available for investigation.